Event description:
It was reported that the balloon ruptured. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure. It was further reported that the 80% stenosed target lesion was located in mildly tortuous and moderately calcified cephalic vein.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.